Manufacturer narrative:
Dealer contacted invacare to report the piston from the motor that attaches to the bed frame allegedly broke when the consumer was raising the bed, causing the bed to come down very suddenly with the resident in the bed. No injury is reported. Review of complaint history for similar issues with this bed revealed no indication of any trending requiring further action at this time. Product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse, including use beyond the device's weight rating, contributed to this incident. MDR filed as a conservative measure.

Event description:
The piston from the motor that attaches to the bed frame allegedly broke, causing the bed to come down very suddenly with the consumer in the bed. No injury is alleged.